Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of pump stoppages while on batteries can be confirmed. The data log file was retrieved from the returned system controller serial number (B)(4) and contained events recorded from the time stamp of day 552, 12 hours and 11 minutes to day 553, 12 hours and 6 minutes. The data recorded on day 553 and 10 hours revealed multiple speed reductions below the low speed limit (including 0 rpm) accompanied by elevated power and pi values and low speed hazard and low flow hazard alarms. The associated voltage levels suggested that the events occurred when the system was powered by 14v batteries. The evaluation of the system controller revealed damaged primary drive circuit components. As a result, the system controller was only able to operate the test pump in backup mode. The damaged components were replaced and the system controller function as intended. In conclusion, the pump stoppages captured in the log file and the damaged primary drive circuit components appeared to be related to a compromised driveline confirmed during the evaluation of the returned pump. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing or qa specifications. Patient handbook, operating manual, instructions for use covers all alarms (visual and audible) on the system controller and what action should be performed when they do occur. Periodically inspecting the equipment for damage is covered in the patient handbook. Important warnings relating to pump stops are described in patient handbook and operating manual. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The evaluation of the main pcb revealed a damaged/shorted q36 (mosfet transistor) and open fuses (f2 and f5).